Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a returned order service, an error code related to super cap and a system failure occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.